Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the front panel was blinking due to a faulty scope connector lock. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while performing routine maintenance on his olympus evis exera iii xenon light source, it was discovered that the front panel lights were blinking. There was no patient involvement during this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended a few trouble-shooting options. One of those options was to confirm the positioning of the spring loaded tab on the back of the unit. The customer did, and the blinking leds stopped. Tac advised the customer that this could be an isolated event, but if the blinking were to reoccur the unit would need to be sent in for repair. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.